Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 21-apr-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to be removed after the valve released and was stuck in the commissure. Due to manipulation of the dcs, the valve dislodged and aortic insufficiency which led to no cardiac output. The heart was massaged and a second valve was deployed. The patient was stabilized however upon moving the patient from the angio table to the bed, ventricular fibrillation began. Cardioversion was attempted eight times however was unsuccessful and the patient died.

Manufacturer narrative:
Additional information was received which reported that the aortic insufficiency following the dislodged valve was moderate paravalvular leak (pvl). Updated b.5 - description of event and h.6 - device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: b5 - event description e2 - hcp e3 - occupation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to be removed after the valve released and was stuck in the commissure. Due to manipulation of the dcs, the valve dislodged and aortic insufficiency which led to no cardiac output. Cardiopulmonary resuscitation (CPR) was initiated and a second valve was deployed. The patient was stabilized however upon moving the patient from the angio table to the bed, ventricular fibrillation began. CPR was unsuccessful and the patient died.

Manufacturer narrative:
Updated conclusion: it was noted that as a result of the dislodgement of the valve by the dcs, aortic insufficiency occurred which led to no cardiac output. This indicates that the probable cause of the patient death was aortic sufficiency, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted and the delivery catheter system (dcs) was discarded. Conclusion: images of the deployment of the valve were received for review. The images confirmed the valve was deployed in a good location. However, the inflow seen from another camera view showed a severely constrained inflow with no room to remove the delivery catheter system (dcs). A balloon was used to widen the inflow for removal of the nose cone. The valve dislodged above the annulus and a post balloon aortic valvuloplasty (bav) was performed to resolve the paravalvular leak (pvl). Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was reported the valve dislodgment due to dcs interaction led to pvl and resulted in no cardiac output. Pvl is a known potential adverse event listed in the device IFU. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Cardiovascular complications, such as low cardiac output, are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities), or procedural effects (sheath used, user technique or puncture cut location). Low cardiac output (hemodynamic issue) can also be valve related (degeneration, thrombus or calcification) or non-valve related factors (lvot obstruction, patient pressures or left ventricle dysfunction). Cardiopulmonary resuscitation (CPR) and the implant of a second valve stabilized the patient. However, upon moving the patient, ventricular fibrillation occurred that could not be resolved. Subsequently, the patient died. Conduction disturbances, such as ventricular fibrillation are a known potential adverse effect per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A device history record (DHR) review was performed on the dcs and the valve. There were no correlations or issues identified regarding manufacturing. The devices were manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device malfunction or a failure to meet ma nufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.